Event description:
Physician reported suspected rupture of the device, diagnosed with ultrasound and MRI test. Device has been explanted. This relates to the right side.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening device in the posterior side assessed as a an unidentified (tear) opening, observed broken and opening device in the anterior side assessed as surgical damage and missing piece of shell assessed as inconclusive. (Shell thickness was within specification). Additional observations: observed creases on the device. Observed 40 mm dark patch edge material inside gel device. No further actions are required as the device was implanted further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported suspected rupture of the device, diagnosed with ultrasound and MRI test. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2.